Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I¿m a week from my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fungal skin infection ("I had it/get yeast medicine"). The patient was treated with surgery (I¿m a week from my surgery I had my on the 12 this month thxx god I feel). Essure was removed. At the time of the report, the medical device removal and fungal skin infection outcome was unknown. The reporter considered fungal skin infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :fungal skin infection and medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. For medical device removal event intervention required was ticked because as per frd document 23-mar-2020 plaintiff claimed she had surgery. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I¿m a week from my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced fungal skin infection ("I had it/get yeast medicine"). The patient was treated with surgery (I¿m a week from my surgery I had my on the 12 this month thxx god I feel). Essure was removed. At the time of the report, the medical device removal and fungal skin infection outcome was unknown. The reporter considered fungal skin infection and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :fungal skin infection and medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: additional reporter information added. Events: skin disorder nos updated to fungal skin infection. On 23-mar-2020: social media source received: new event I¿m a week from my surgery was added. Additional reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.